Event description:
On 06/11/1998 following a catheterization procedure, an angio-seal device was placed in a pt's right groin. An ultrasound was rportedly performed following the procedure which identified a blocakge in the pt's artery. Approximately two weeks later the pt presented with leg pain. A subsequent work up identified an occlusion of the femoral iliac artery. The pt was rehospitalized and the pt underwent surgery to restore blood flow to the right lower limb. Info gathered from the site on 07/23/1998 states that the pt is undergoing continued diagnostic treatment and rehabilitation.